Event description:
Two different events ((B)(6) 2021 and (B)(6) 2021) were reported where there was human tissue found in the evis exera iii duodenovideoscope forceps elevator after the procedures were completed, before sending the scope to reprocessing. The physician was performing a therapeutic endoscopic retrograde cholangiopancreatography for both events. In both events, the human tissue was found after the patient had left the procedural room and in the recovery unit. The doctor confirmed no post surgical complications and no bleeding was experienced by the patients involved with these two events. It was confirmed the physician was using the correct technique when using and removing the scope. The lead technician confirmed the cap was correctly applied to the distal end of the scope. No additional information is available for the (B)(6) 2021 event. The physician's and lead technician's opinion is the events are attributed to a cap issue. There are 4 complaints involved to capture the two patient events as follows: (B)(6) event: (B)(6) is for the scope, tjf-q190v; (B)(6) is for the cap, maj-2315. (B)(6) event: (B)(6) is for the scope, tjf-q190v; (B)(6) is for the cap, maj-2315. This report is for patient identifier (B)(6) for the scope event in (B)(6) 2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting